Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: the (B)(6) hospital primary tka surgery using attune system was performed around the year 2013/2014 at this affiliated hospital. After the primary surgery, revision surgery was performed at this hospital due to aseptic loosening of the tibial tray (part#: unknown). At the revision surgery, all the implants were removed and replaced with non-j and j implants, but the used cement was j and j ¿ made. No additional information has been provided.

Manufacturer narrative:
Product complaint # (B)(4).